Event description:
It was reported that the patient recently had a revision surgery. No further information was provided however. The device system was currently used to deliver morphine and possibly baclofen as it was reported as an ¿unknown medication for muscle relaxer¿. It was later reported the patient thought there was baclofen in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).